Event description:
On (B)(4) 2013, it was reported that this vns patient had vocal cord paralysis on the right side, less on the left side. Settings were to be adjusted (frequency and pulsewidth).

Event description:
On (B)(6) 2013, the physician responded that the event was first reported on (B)(6) 2013. The relationship of the vocal cord paralysis to vns was unclear, and it was unclear if this was associated with stimulation. The patient was evaluated by an ent, but the outcome was unknown. No causal or contributory programming or medication changes precede the onset, and the patient did not have a pre-vns history.